Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level due to the pump's temp rate settings. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.